Event description:
It was reported the patient has effective therapy in his legs but not his back. When he attempts to increase the stimulation, the patient receives rib stimulation, or exceeds amplitude limits. Surgical intervention may be pending to address this issue. The physician is considering surgical intervention to implant an ipg and connecting the ipg to the existing pns, which are not connected to an ipg at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.